Manufacturer narrative:
Upon powering up the returned autopulse platform during preventive maintenance, system error, out of service, revert to manual CPR error message was displayed. No physical damage was noted during the visual inspection. The platform archive data could not be downloaded due to the reported system error, therefore, the archive data could not be reviewed to identify the type of system error. The root cause could not be conclusively determined and service repair will not be performed due to unavailability of service parts. The autopulse platform is a reusable device and was manufactured in march 2009. It has exceeded its expected service life of 5 years and is more than 9 years old. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance of the autopulse platform ((B)(4)) on 7/4/2018, "system error, out of service, revert to manual CPR" error message occurred.